Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A biomedical engineer reported that on (B)(6) 2018, during positioning of the patient at the beginning of surgery, the surgeon fixed the head of the patient in the a1059 mayfield modified skull clamp. After locking the system, the surgeon screwed the torque screw (3 stripes visible on the screw) to have enough pressure on the head. The pin on the torque screw seemed to have slid. The patient incurred lacerations of 3 cm and 5 cm with voluminous bleeding (500 ml) requiring staples. The surgeon repositioned the patient on the mayfield after checking patient hemostasis but the same issue happened again during surgery. The surgeon felt the device was loose in general and when they checked under the sterile field, they saw that the torque screw became loose again. They screwed it again and they finished the surgery.

Manufacturer narrative:
Investigation completed on (B)(6) 2018. This product was not serialized prior to 2013. Serialization started at the beginning of 2013. This product was made during 1st quarter 2009. No nonconformances were found when reviewing that quarter DHR records. Prior service: (B)(6) 2017. The customer's complaint was confirmed. During evaluation, it was observed that the rollover to lock the skull clamp was too low.